Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was removed, but the leads were left in the patient. The rep told the hcp that the patient was not MRI compatible due to the leads remaining. No further complications were reported.